Event description:
It was reported that there was a right knee revised. I&d and washout replaced liner.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5512-f-802, tri ts femur sz8 right, lot code: yacp . Cat. No.: 5565-s-015, tri press-fit stem 15mm x 100mm, lot code: m7h42dh . Cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: fxpm . Cat. No.: 5565-s-013,tri press-fit stem 13mm x 100mm, lot code: m8a17h . Cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: dxht . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event reporting irrigation and debridement involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that there was a right knee revised. I&d and washout replaced liner.